Event description:
It was reported that the tip broke off of an inserter during implantation of an interbody. The broken piece was removed from the sur gical site. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken, and the opposite side tang is bent. The broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The bent tang and the side of fracture intiation are on the same side, which suggests the mode of fracture to be bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.